Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was variable and pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the hospital because they heard and audible alert from their device. It was found that there was high and undefined pacing impedance on the right ventricular (rv) lead. A lead fracture was suspected. Reprogramming was done, where treatment function was set as off as well as alert functions related to lead impedance. Then eight days later the patient visited the hospital again because the patient heard an audible alert from their device. It was found that the alert triggered due to the off of treatment function. At this time is was observed that the pacing impedance was still high and undefined, the ventricular threshold rose, noise was validated by applying by applying pressure on the surface of the skin over the fractured site, and there was high sensing integrity counter (sic) recorded. Reprogramming of off for the treatment function was done again and the rv lead remains in service. It was noted that lead revision of adding a lead or extracting only the device was discussed with patient since there was no history of delivery of shock. The patient was released home for the day and would inform their selection at a later date. No patient complications have been reported as a result of this event.